Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level ranged from approximately 150 to 154 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge onto the pump. Reportedly, the customer has manual injections and insulin pens available as alternate therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.